Event description:
Additional information was received via a healthcare provider. The cause of the inability to aspirate the catheter access port (cap) was unknown. Regarding actions taken, they planned to wait till current meds have dispensed through the catheter (90 days). The patient¿s weight at the time of the event was noted as having been approximately 85 kg. Regarding the current status of the device, it was noted that no explant was planned.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. On (B)(6) 2020, regarding a patient receiving morphine (2mg/ml at 0.1mg/day) and baclofen (5000mcg/ml at 250mcg/day) via an implanted infusion pump. It was reported that the 5000mcg/ml baclofen that was added to the 2mg/ml morphine was too much baclofen for the patient to handle, so the pump was programmed to minimum rate. On (B)(6) 2020, 500mcg/ml baclofen along with 2mg/ml morphine was placed in the pump reservoir and the healthcare provider (hcp) tried to aspirate via the catheter access port (cap) to do a system content removal procedure. The hcp could not aspirate so the pump was left at minimum rate mode. They could not program a bridge bolus because the pump was already running at the lowest simple continuous flow rate with the baclofen dosing being too high for the 5000mcg/ml concentration. The hcp thought the patient could tolerate no more than 100mcg/day of the baclofen and said that to wait for the old drug cocktail to clear at minimum rate mode would take too long. Other options were requested. No patient symptoms were reported and no further complications were reported or anticipated.